Event description:
It was reported that upon insertion of the cage at the l5-s1 level broke in two pieces as the cage was advancing into the disc space. The surgeon was following correct insertion guidelines and was not handling it aggressively or using excessive force. The surgeon was able to distract the disc space enough to retrieve the broken piece and he then placed another cage of the same size into the space with no issues. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed upon visual inspection of the returned device. Material analysis of the device was also performed, which concluded that the device fractured in ductile overload. No material or manufacturing defects were found. Manufacturing records review did not reveal any issues. Based on the information provided, the likely root cause of the reported cage fracture is off-axial overload.

Event description:
It was reported that upon insertion of the cage at the l5-s1 level broke in two pieces as the cage was advancing into the disc space. The surgeon was following correct insertion guidelines and was not handling it aggressively or using excessive force. The surgeon was able to distract the disc space enough to retrieve the broken piece and he then placed another cage of the same size into the space with no issues. There are no reports of adverse consequences to the patient.